Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported to philips that the lead set for the device was faulty. There was no patient involvement. The customer requested assistance from a philips remote service engineer (rse). The customer explained that the lead set for their device was faulty and required replacement. The service order was initiated by the customer as a means to obtain a replacement lead set with no onsite evaluation required. Based on the conclusion of the investigation, it was determined that this was a malfunction of the lead set. Per customer request, a replacement lead set was ordered to resolve the noted issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.